Event description:
It was reported that when using the bd pyxis¿ medstation¿ es sur4b half height drawers 3.1, 4.1, 5.1, and 4.2 failed to open and displayed device not detected on bus along with a required maintenance message. The customer attempted both drawer recovery and a hard reboot; however, the issue remained unresolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device half height drawer failed with several cubies not detected on bus. The field service engineer opened half height drawer popped out pockets and cleaned debris on tray and contacts. Rebooted and updated patches to resolve the issue. The system functioned as intended after the field service engineer repaired the device.